Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked reservoir tube lip, severely scratched lcd window and shifted end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The blood glucose reading was 201 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.